Event description:
Primary surgery - the surgeon would like to report a medical calcar fracture of the femur requiring a prophylactic cable with the taperfill implant. When broaching up to a size 11 taperfill the surgeon noticed a small medial calcar crack, he was able to get the appropriate fixation of the size 11 lateral taperfill implant and mitigated the calcar fracture by using a cable.